Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The assembly was cut near the base of the sheath cap, and the tip of the carrier tube was found protruding from the tip of the sheath. Functional testing was performed by separating the suture spool from the device and pulling on the suture to test deployment. The suture was able to be deployed without issue. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: order clerk. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device got stuck in the groin and had to be cut to be removed. They have described a suture lock up with cutting through the delivery tube, manual completed the hemostasis, then manually compressed for ten minutes as there was ooze at the puncture site. Femoral puncture from procedure mechanical thrombectomy for stroke. The patient was fine and there was no harm. On (B)(6) 2024: stroke thrombectomy procedure using an 8fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. There was no blood loss.